Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's controller was overheating and smoking. The reported controller ((B)(4)) was returned to the manufacturer for testing. Upon evaluation, the controller passed all functional testing. There was no evidence of overheating or smoking during functional testing and the event could not be replicated. Additionally, internal visual inspection incidentally found corrosion on the nimh battery, however this is unrelated to the reported event, and the components dependent on it functioned properly. The root cause for the reported "overheating" event cannot be conclusively determined as the controller functioned per specification and event could be replicated. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.

Event description:
It was reported from the united states that the patient told the vad coordinator that the controller was overheating and smoking. No one witnessed the reported event except for the patient. The site performed a controller exchange and the reported device ((B)(4)) was returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event; the patient was reportedly doing fine before, during and after the event.